Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest abnormal wear. The female taper shows the presence of tribiological matter. Damage on the outer diameter of the insert and femoral head is found likely from the extraction process. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds no other similar reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigaiton. Device not returned.

Event description:
The patient reported pain. In addition to the pain, it was found the tumor suspected as iliac abscess through CT. Update (B)(4) 2013: product/lot.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds no other similar reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.